Event description:
Pt's asr cup was revised for an unk reason.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.